Event description:
It was reported that pump touchscreen became cracked and shattered after pump was dropped, and touchscreen was unresponsive so customer could not interact with pump. There was no reported adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty.